Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 126 mg/dl (meter) versus 176 mg/dl (lab). Tests were done less than 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.